Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented to the lab with a biventricular cardiac resynchronization therapy (biv crt). There was narrowing noted in the proximal superior vena cava. A 6.0 x 40mm armada 35 balloon dilatation catheter was selected for the procedure. During preparation, after having been flushed, the protective sheath got stuck on the balloon. To remove it, the physician inserted a guide wire (gw), the sheath was then easily removed to the end of the gw and then completely removed off. The gw then had to be removed from the balloon and then was reinserted into balloon. The balloon was then inspected and inserted into the patient. Venoplasty was performed successfully. Subsequent implantations in the procedure were successful as well without issue. The patient remained in stable condition during and post procedure.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed. The reported difficulty removing the sheath could not be confirmed due to device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot and relabeled lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove the protective sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.